Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm on the insulin pump two or three times. The customer stated that the alarm occurred while priming as well as during a bolus. The customer changed the insertion site to resolve the issue. The customer's blood glucose was unknown. The customer mentioned receiving another alarm, but the alarm was not in the alarm history of the insulin pump. For that alarm, the customer stated that she reprimed the insulin pump to resolve the issue. The customer explained that she had changed the battery, rewound the insulin pump and the insulin pump was working fine ever since. The customer declined troubleshooting. Advised customer to monitor the insulin pump. Nothing further reported.